Event description:
The patient was admitted to the hospital for an increase in seizures. The physician was trying to move up the replacement due to the increase in seizures. The patient's device was replaced. The device has not been received. No additional or relevant information has been received to date.

Event description:
The devices were returned to livanova for analysis. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Note that since the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator due to the pulse generator remaining ¿on¿ post explant. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance of other adverse conditions found with the pulse generator. No additional or relevant information has been received to date.

Event description:
The patient's device was discarded at the hospital and will not be returned. No additional or relevant information has been received to date.